Manufacturer narrative:
Due to no sample or photo being supplied by customer, customer's complaint of flow issue could not be verified. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that primary tubing sets was blocked. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported the rn spiked the bag, fluid dripped into chamber but would not flush into tubing. Customer: good morning¿ I received a defective IV tubing ¿. Hanging a new fluid set-up for post-op patient. Spiked 1000ml bag of ns with primary alaris pump tubing, fluid dripping into chamber but would not flush into tubing. Verified roller clamp was open with another rn, tried to insert spike into fluid bag further with no change.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that primary tubing sets was blocked. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported the rn spiked the bag, fluid dripped into chamber but would not flush into tubing. Customer: good morning. I received a defective IV tubing. Hanging a new fluid set-up for post-op patient. Spiked 1000ml bag of ns with primary alaris pump tubing, fluid dripping into chamber but would not flush into tubing. Verified roller clamp was open with another rn, tried to insert spike into fluid bag further with no change.